Event description:
It was reported that the roller pump was making a clicking sound and is hard to open. There were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.